Event description:
It is reported that the surgeon was performing an im nail procedure on the patient. While drilling the distal hole in the bone, the drill bit fractured in the patient's body. Attempts to retrieve the fractured portion from the bone were unsuccessful.

Manufacturer narrative:
This report will be amended when our investigation is complete.